Manufacturer narrative:
(B)(4).

Event description:
It was reported the device entered backup vvi mode after an attempted threshold test due to an error code. The patient was asymptomatic. A troubleshooting process indicated that the telemetry was intermittently losing a signal. The issue was restored after a firmware was downloaded. The patient will be scheduled for an elective generator replacement due to normal elective replacement indicator.

Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed in the laboratory and was due to two bad data writes that occurred within 32 seconds of each other. The device was tested on the bench and cause of the bad data writes was due to a u2 failure.